Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on 8100 unit has error 242.4030 motor stall, after explain what parts consist of may need to be replace, tech prefer to check on weather they have a one year or two year warranty before replace part their self. Tech will call back once services repair dept. Is open tech thank me for my assist.